Event description:
Additional information was received on (B)(4) 2013. X-rays would not be submitted for review, and there was no patient manipulation or trauma that was believed to have caused/contributed to the high impedance. Notes dated (B)(6) 2013 stated that the patient¿s vns was turned on that day, and the patient tolerated this well. The lead impedance was found to be normal now. Settings were provided programming history was also provided. The patient¿s device was disabled on (B)(6) 2013 per the patient¿s requested. System diagnostics on (B)(4) 2013 indicated high impedance (5610 ohms).

Event description:
Additional information was received showing that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The patient settings and diagnostic results were provided. It was also noted that the device was disabled on (B)(6) 2013 per the patient¿s wishes.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen. The device was programmed to 0.25 ma and remained on. X-rays were taken, and the patient was referred for revision. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was seen on (B)(6) "2103" at which time high impedance was not longer obtained and the battery read ok. It cannot be ruled out at this time that the patient does not have intermittent high impedance due to a positional break or microfacture. In this case, the high impedance could possibly be seen again in the future.